Manufacturer narrative:
(B)(4). The device was returned to the factory on 31jul2019 and investigated on 13nov2019. Signs of clinical usage with no evidence of blood were observed. A visual inspection was conducted. No visual failures were observed. An electrical evaluation was performed. The returned cable was connected to the reference power supply and a reference hemopro. To test the ability of the extension wire to deliver energy, a pre-cautery test was conducted per the instruction for use (IFU). The reference hemopro tool passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The cable was evaluated for electrical continuity using a multimeter. The connection between plug 1 - din 3, plug 2 - din 1 and plug 3 - din 5 were evaluated. Continuity was confirmed at all the connections. Based upon the received condition of the device, it is not possible to confirm the reported complaint as there was no device malfunction. This is a reusable OEM device; therefore, a lot /serial history review was not applicable. A serial/lot number was not provided and the specific product serial/lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, dc extension cable had a high-pitched noise. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, dc extension cable had a high-pitched noise. A replacement device was used to complete the procedure. The hospital did not report any patient effects.